Event description:
Pt status post plate implantation on (B)(6) 2012 developed an infection post operatively. Pt was returned to operating room on (B)(6) 2012, hardware was removed. Surgeon noted: pt is insulin-resistant diabetic and developed entero-coccus, not related to implant. This is 3 of 5 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.